Event description:
Patient was being transferred off of the gurney and the brakes unlocked; the patient fell to the ground, resulting in an injury.

Manufacturer narrative:
The stretcher was inspected by steris field representative on june 27, 2007. The inspection indicated that the brake mechanism would not lock consistently. Customer will not allow any repairs to the unit at this time. Steris has scheduled an additional inspection by a representative from the manufacturing plant to visit the account on or about july 25, 2007 to inspect the event stretcher and other stretchers at the facility to determine what corrective action or repairs are required.

Event description:
Steris contacted the customer for more information on the injured patient, however no additional information was available.